Manufacturer narrative:
Journal title: long term clinical and angiographic outcomes after implantation of new generation drug eluting stents for patients on maintenance hemodialysis. Date of publication doi:10.1536/ihj.18-359. If information is provided in the future, a supplemental report will be issued.

Event description:
A study aimed at investigating the long term clinical and angiographic outcomes after new generation des implantation for hemodialysis patients was carried out. 91 patients underwent pci procedure and had a des implanted. A selection of 10 patients in this study received resolute integrity rx coronary drug eluting stents. All patients received aspirin, clopidogrel,prasugrel and heparin. Adverse events experienced included in this study were cardiac and non-cardiac death, myocardial infarction, stroke, in-stent restenosis and tlr.